Event description:
A catheter was inserted into a pt and one hour after insertion a fluid change was performed. During this fluid change the catheter sliced off at the extension line when the clamp was used. The clinician reported that it was seemingly the clamp the sliced the tubing.

Manufacturer narrative:
The device was not returned to vygon us, but the MFR is conducting an investigation using the info provided by the clinician. A follow-up MDR will be sent within thirty days of the completion of the investigation.